Event description:
It was reported that this pacemaker device exhibited an increase in pacing impedance measurements, measuring at 2000 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed and stated that the impedance measurements were increasing gradually. There were atrial tachy response (atr) and signal artifact monitor (sam) events noted, with the presence of noise in the atrial channel and evidence of some artifact in the ventricular channel, despite the bipolar configuration. Ts recommended an urgent in-office follow-up with troubleshooting steps in order to evaluate the integrity of both the leads and based on assessments during the follow-up the physician could consider continuing monitoring or proceed to lead revision. This device remains in service. No adverse patient effects were reported.